Event description:
It was reported to vyaire medical that the vela ventilator has low pip (peak inspiratory pressure),low ve (minute ventilation), high rate and "transducer fault" alarm prior to patient use. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.